Manufacturer narrative:
It was reported that a patient with heparin-inducted thrombocytopenia (hit) and lvad therapy for 17 months presented with lvad related hemolysis, and abnormal vad performance in the setting of consistently therapeutic international normalized ratios (inrs). The inr at the time of this event was 2.5. The patient was not considered a candidate for tissue plasminogen activator (tpa) due to elevated inr and limited success with tpa. He was also not a candidate for lvad exchange due to the complexity of her implant surgery. It was decided that the medical team would raise the patient's transplant level as 1a. Unfortunately, with the lvad performance and patient condition, the patient decline further despite inotropes, pressors, and intensive level care. Additional information provided on 03/06/2017 states that when the patient began having high pump powers, the patient was started on bivalirudin initially and then placed on ionotropic support of dobutamine and nipride following decompensation in the intensive care unit (ICU). After the patient expired, the autopsy report stated that the patient had extensive organizing thrombosis of the inflow chamber, impellar, and outflow. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Available log files through (B)(6) 2016 demonstrated a rise in power consumption observed starting (B)(6) 2016 to parameters outside the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power events can be attributed to external factors such as thrombus formation. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient presented to the hospital with extremely high pump power readings. The patient was not a surgical candidate and support was discontinued. The patient reportedly expired on (B)(6) 2016 due to lvad thrombus complicated by cardiogenic shock. Additional information has been requested but has not yet been provided.